Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) review shows the order was built and released per specification. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was no aspiration during the phaco-step of a cataract procedure. The issue was resolved by changing the cassette. The procedure was completed without consequences to the patient. Additional information and product sample have been requested.